Event description:
A malfunction was reported on the pump. There was no adverse impact to the customer¿s blood glucose level. The customer did not have charging supplies available for a reset, so technical support advised updating to mitigate issues and assisted with the pump reset.